Event description:
It was reported via a call from the cardiothoracic intensive care unit rn to the clinical support specialist (css) on (B)(6) 2014 at 4:18 pm edt that the rn was calling regarding the arterial pressure (ap) waveform not being displayed on the autocat2 wave intra-aortic balloon pump s/n (B)(4)) console. Indication for use: coronary artery bypass graft. The rn stated the intra-aortic balloon (iab-04830-u, s/n (B)(4)) was inserted through the sheath via femoral artery earlier today and the ap waveform was present. The waveform started to intermittently disappear until a short while ago when the ap waveform became flat. The iabp was currently pumping and using the ECG for timing and triggering; they had placed the iabp in operator mode. The rn said that they have already changed the ap transducer cable with no return of the ap waveform. The css requested the rn to attempt to aspirate and then fast flush the central lumen. The rn did get a blood return and was able to fast flush, although the rn said it was slow. The css requested the rn to see if they could get the central lumen ap transduced to bedside monitor. When done, the ap waveform was present and of good quality. The css said it appeared that the central lumen was patent and that there may be an issue with the iabp console. The rn retrieved a second iabp console and connected the central lumen directly. There was a good iap waveform to the second console and the rn made all the connections to the second pump. Pumping was initiated in autopilot with a clear ap waveform. The css explained that the initial pump should be removed from service and sent to biomed to be checked. There were no alarms that occurred, no pump strips generated or x-rays performed for review. There was no report of pt death, complications or injury. There was no delay or interruption in therapy noted. The pt outcome is the pt is currently on the pump receiving iabp therapy as planned successfully. Additional info received on (B)(6) 2014 from the biomed department reported that their records showed the pump had ECG and ap cables replaced on (B)(6) 2014. The pump was put back into service. There are no parts coming back as they were discarded.

Manufacturer narrative:
(B)(4). The device will not be returned for eval.